Event description:
International affiliate reports the confidence needle became bent during insertion. After bending, the inner stylet pushed through the outer trocar and through the side hole. The tip of the needle snapped off and remains in the patient's pedicle. The difficulty resulted in a delay of 40 minutes to surgery time. As an unintended portion of the device remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
The patient was a male in his (B)(6)with strong, health bone. Based on the event as reported, it appears that the breakage of the needle was related to the application of a typical force upon the device.